Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy approximately in (B)(6) of 2019. As a result patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.